Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user states the chair jumps forward with unattended movement when the joystick is only slightly moved forward. MDR filed.